Event description:
It was reported that during a device implant, a connection problem in the device header prevented a successful connection to the atrial lead. The physician noted that the set screw did not appear to seat perpendicularly in the header. The atrial port exhibited a high impedance and an abnormal, noisy signal. A new device was successfully implanted. The patient experienced no adverse outcomes.

Manufacturer narrative:
The reported event of loose or intermittent connection and connection problem was confirmed, while the reported event of high impedance and signal artifact/noise was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the dislodgement of the atrial contact spring within port, which caused reported events. Manufacturing investigation was performed with undetermined cause. Functional testing performed after reinstalling contact spring was found to be normal. A manufacturing process anomaly may have occurred contributing to the reported event.

Manufacturer narrative:
The reported event of loose or intermittent connection and connection problem was confirmed, while the reported event of high impedance and signal artifact/noise was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the dislodgement of the atrial contact spring within port, which caused reported events. Manufacturing investigation was performed with undetermined cause. Functional testing performed after reinstalling contact spring was found to be normal. A manufacturing process anomaly may have occurred contributing to the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.